Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products did not resolve the initial concern (internal report reference number (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 158mg/dl. Customer also stated the true metrix air meter results were higher than another device; customer did not provide meter to meter comparison results. The customer¿s expected am fasting blood glucose test result range is 75-106mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is (B)(6) 2023 and open vial date is (B)(6) 2022. The meter memory was reviewed for previous test result history: result 1: 157mg/dl date: 3/25 time: 1:05pm non fasting, result 2: 158mg/dl date: 3/25 time: 9:37am fasting, result 3: 148mg/dl date: 3/24 time: 8:15pm non-fasting, result 4: 203mg/dl date: 3/24 time: 8:07pm non-fasting, result 5: n/a.

Manufacturer narrative:
Sections with additional information as of 01-june-2022: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system.